Event description:
It was reported ongoing intermittent occlusions occurred. The customer blood glucose (bg) level was elevated for a number of events, but dates are unknown. Elevated bg was displayed as "high," specific value not provided and was treated with manual dose injections each time. The customer would change pump supplies to address the occlusions, continuing to use the pump. The customer has back up insulin treatment if necessary.